Event description:
Surgeon used three opus magnum knotless implants for a rotator cuff repair performed 03/09/06. Approximately 2 weeks postop. Patient presented with shoulder pain. Surgeon determined that one implant had come loose from the bone hole. Second surgery was performed on march 24, 2006. One opus magnum achor was explanted and replaced with a new anchor.